Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit any smoke or show any signs of diminished power. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event concerning the presence of smoke includes: there could have been a power surge which could have caused the subject controller to overheat, or the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event concerning diminished power includes: overuse of the concomitant wand resulting in diminished function of the electrodes, insufficient saline flow to the surgical site resulting in a weaker plasma field produced by the concomitant wand, surgical technique, an issue with one of the concomitant devices in use at the time of this complaint event, such as the flow control valve and cable. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during testing, the unit did not have enough power and started to smoke. No user injury reported.